Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The force bipolar instrument was analyzed and found to have one bent grip at the base, causing misalignment of the grips. The grips did not show cracking damage. Components adjacent to this bent grip did show damage. Additionally, the instrument was found to have a segment of the conductor wire sticking out from the yaw pulley. A loop of wire was sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was damaged, and the instrument passed an electrical continuity test. This was caused by bent grip tip at the base. The instrument was also found with damaged conductor wire insulation at the yaw pulley. There were no material missing and the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. Components adjacent to the damaged wire insulation did show damage.

Event description:
It was reported that during da vinci-assisted benign hysterectomy surgical procedure, tip of force bipolar instrument was found to be broken. The procedure was completed with no reported injury.